Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the treatment of a 62mm diameter aaa. It was reported the patients right external iliac artery (eia) had strong stenosis and calcification, and although it was expanded by percutaneous transluminal angioplasty (pta) balloon and the wire was replaced, the (B)(4) device did not pass. The device was removed from the body and kinks were observed in multiple places. It was decided to use a replacement non-mdt device to complete the procedure. Per the physician, the cause of the event was patient vessel morphology, and that the stenosis, calcification and dialysis may have also had an effect. No clinical sequalae were reported and the patient is fine